Event description:
The stent was to be deployed in the popliteal artery. The physician pulled the catheter out and found that the stent was inside the introducer sheath. The physician did not confirm that the entire stent was deployed prior to removing the delivery system. The additional force to retract the catheter through a stent in the introducer resulted in a tip detachment. The tip was removed on the guidewire with no effect to the patient.

Manufacturer narrative:
The device was returned and analyzed. The tip lumen had detached inside the tip jacket at the distal thermal bond. Review of the device history records for the catheter components and delivery system assembly did not indicate any issues. The user did not confirm under fluoroscopy that the stent was fully deployed from the delivery system. This was evidenced by the deployed length of the stent moving from the popliteal vessel to the most proximal position inside the introducer. During withdrawal of the delivery system, the tip lumen detached when the withdrawal forces overcame the tensile strength of the tip lumen at the tack bond due to the tip assembly being constrained within a stent that was within the introducer. A CAPA for these event type is in process.